Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/13/2013 with the following findings: visual inspection revealed that there was no damage to the keypad observed. All of the keypad buttons responded properly to testing. The keypad was removed and no damage or contamination on the button contacts was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging they had issues with the pump keypad buttons. The specific issues were not identified and no further information was available. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.